Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located in the proximal transition zone in the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple kinking along the hypotube. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 29mar2021. It was reported that the balloon was unable to cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was unable to cross lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was a pinhole noted on the balloon.